Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. The patient's system controller log file was submitted which captured numerous low flow events where the calculated average flow was captured at 2.4 lpm. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Several of the low flow events lasted 10 seconds and low flow alarms were triggered. Besides these events, the device appeared to be operating as expected at the set speeds of 5400 rpms. The submitted controller periodic and lvad event and periodic log files captured the device operating as expected. The patient remained ongoing on vad support until they were transplanted on (B)(6) 2017 which is captured under MFR #2916596-2017-02243. The heartmate 3 lvas IFU lists cardiac arrhythmia and thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists thromboembolism as a potential late post implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The system monitor section describes the pump flow display, and the hazard alarms. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 21 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was noted to have nsvt on telemetry, diaphoretic, and severe chest pain. The device had low flow alarms. EKG showed large st depressions in anterolateral leads. The patient was transferred to ICU for suspicion of myocardial infarction and went for lhc revealing large thrombus in left sinus of valslva. The large thrombus occluded lm flow completely. There was a high risk for cerebral embolization. Therefore, the patient was not amenable to pci or surgery. Catheterization was stopped and the patient was given heparin and ntg. The patient was also given lidocaine and amiodarone to medically manage ventricle tachycardia (vt). Lidocaine was stopped on (B)(6) 2017 due to no sustained vt. Amiodarone was continued. The event is resolved on (B)(6) 2017. Additional information: it was reported that 6 beats of ventricular tachycardia with return to sinus rhythm was observed through telemetry on (B)(6) 2017. The patient experienced 2 low flow alarms and was found to be hypotensive with complaint of dizziness. The patient appeared to have eyes rolled back in head and continued to have dizziness and feeling faint. The patient immediately returned to bed. The event is reportedly resolved on (B)(6) 2017.